Manufacturer narrative:
Evaluation summary: the product has not been returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that a patient experienced an unexpected refractive outcome of residual hyperopia following an intraocular lens (iol) implant procedure. It was noted that the patient had a history of prior refractive surgery. Additional information has been requested.